Manufacturer narrative:
-Addition to relevant tests/lab data and device available for evaluation? To include device evaluation. -addition to evaluation codes to include (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia and related pain leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital. -device explant (B)(6) 2016 due to mild dysphagia and related pain by dr. (B)(6) at (B)(6) medical center. -device found in correct position/geometry at time of explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia and related pain leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2015 by dr. (B)(6). - device explant (B)(6) 2016 due to mild dysphagia and related pain by dr. (B)(6). -device found in correct position/geometry at time of explant.